Event description:
Pt reports unexplained hypoglycemia and seizure. Pt was wearing suspect device at the time. Pt reports that 6.3 units of insulin were delivered sometime during the night, according to the device history, that pt does not recall requesting.